Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an unknown phone and operating system. The customer reported that the low glucose alarm did not sound therefore, the customer was unaware of changes in their glucose levels. As a result, the customer experienced a loss of consciousness, however, there was no report of self-treatment or third-party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarms with the freestyle librelink application. Successfully scanned and received low glucose alarm notifications using a similar configuration (iphone se ios 16.3 2.8.1.6120 samsung galaxy a52 android 13 2.8.4.9335) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an unknown phone and operating system. The customer reported that the low glucose alarm did not sound therefore, the customer was unaware of changes in their glucose levels. As a result, the customer experienced a loss of consciousness, however, there was no report of self-treatment or third-party medical intervention. There was no report of death or permanent impairment associated with this event.